Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a cracked housing and scratched screen. During analysis, the moment the device was powered up, the device started double beeping. It was noted that downstream sensor was the cause of the reported issue. Service will replace the downstream sensor to correct the reported issue. Service also will replace the front and rear housing (lcd screen included). Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited continuous beeping and had cracked rear case and scratched lens. No adverse effects were reported.